Event description:
As reported, a patient is pending a revision of hip components; reason not reported. No other information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, f, g b3: date of event is unknown. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The event reported may have been the result of the observed prosthesis wear in the attached radiographs. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, relevant clinical information, and product information were not provided. Therefore, this potential cause of the event cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.